Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient suffered a stroke and swelling of their left arm. Follow-up with the clinic indicated that the patient experienced a vein occlusion possibly related to their implantable cardioverter defibrillator (ICD) and was treated with lymphedema therapy. The ICD system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.